Event description:
It was reported that the atrial lead exhibited a decrease in sensing and an increase in capture threshold. A fluoroscopy revealed that the lead had dislodged. The lead was explanted and replaced. The patients condition post procedure was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).